Event description:
It was reported that the right ventricular (rv) lead experienced gaps in pacing due to oversensing and an increase in impedance. The lead was explanted and replaced. During the procedure, the right atrial (ra) lead had dislodged. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024, implantable pacing lead, implanted: (B)(6) 1996; addrl1, implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.